Event description:
On the day of her discharge (in 2004), the very superior edge of the sternotomy incision was noted to be mildly pink, but it was not open, and there was no swelling or drainage present. The day after discharge, the wound opened up, started draining and was more erythematous. The pt was taken to her primary care provider who felt she had a wound infection and started keflex therapy.